Event description:
Per the clinic, the patient experienced repeated skin infections at the abutment site (date not reported). Subsequently, the patient underwent abutment removal procedure on (B)(6) 2025. During the same procedure, the patient was re-implanted with a transcutaneous osia implant system under general anesthesia at the new implant site.